Event description:
The facility reports the resident was being transferred to the tub room. While moving through the doorway into the room, the resident rolled to the right when the lift was moving over the threshold of the doorway. The resident moved past the safety guard handle and fell approx three to four feet, hitting her abdomen, legs, head, and face. X-rays were taken; no fractures were found. Resident sustained bruises.

Manufacturer narrative:
An arjo investigator has examined the device and found it in good condition. There were no obvious structure problems. There was some discoloration and rust in areas. The recommended safety straps were not in place on the unit. All functions were within OEM specifications. The MFR concludes the root cause of the event is that the unit was moving over a doorway threshold, causing the resident to roll, and the supplied safety straps have not been used. The safety straps should be applied based on resident assessment. Regular assessments of residents needs to be carried out to ensure correct hoist use. It is stated in the operating and daily maintenance instructions under the section safety instructions to, "always make sure that the miranti is moved with care, especially in narrow passages and over uneven surfaces." The MFR recommends retraining of the customer in accordance with the requirements of the operating instructions. The product is 10 years old and has exceeded its expected lifetime. The facility should consider replacing the entire product.